Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study it was reported that an index ablation procedure using an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. The patient experienced contact dermatitis, the patient visited a dermatologist on (B)(6) 2022 with a rash present on the chest, abdomen, groin, and upper arms. The physician was unable to rule out electrodes used during the ablation procedure as a cause. The patient was prescribed prednisone ointment and the rash resolved within four days of the medication change. No device is expected to be returned as the complication arose after the procedure had been completed.